Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump went into threshold suspend. The customer's blood glucose level was around 5 mmol/l and 6 mmol/l but their sensor glucose reading was around 3 mmol/l. The insulin pump alarmed change sensor once and calibration error twice. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed the sensor passed with accurate readings.